Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an unexpected post operative manifest refractive treatment value was more than one diopter in the right eye of a patient after lasik surgery. There is no unplanned medical or surgical intervention at time of event. Procedure completed was completed on same day. There are two related reports for this patient. This report addresses the patient initials ma in the right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified per service and installation record at the latest instance of the preventive maintenance. It is important to note that the patient was still within the healing phase as the report was filed one week after applying the treatment to correct the patient's refractive error. The refractive status observed in the post-operative assessment may therefore improve as the healing process continues, which may take up to six months. Accordingly, upon a request for additional data by the local clinical application specialist the surgeon explained to have waited for about two months and following regular follow-up with the surgeon, the patient's right eye improved without requiring any further intervention. The patient is satisfied with the lasik surgery. Additional and updated clinical data could not be obtained. Logfiles could not be obtained, therefore a review was not possible. No sample/component was expected to be returned for investigation. No root cause for the customer's reported event could be determined as the issue did not persist. The manufacturer internal reference number is: (B)(4).